Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem summary: water ingress, light source sparking and smelling of burning pn # (B)(6), ro# 10783361, account: practice plus. Reported by the customer. Wear ingress, smelling of buming and light source sparking. Event description. None given. Pn (B)(6) sn (B)(6) summary of evaluation: ac inlet board burned out. Damage to ac inlet cables. Parts on order. Ro on hold. Qip#: (B)(6) probable root cause: fan malfunction, main board malfunction, led module malfunction, thermal switch malfunction, use errors. The reported failure mode will be monitored for future reoccurrence.